Event description:
It was reported that the customer experienced unexplained high blood glucose levels and complained of headache. The customer stated that she changed the infusion set, and later, the blood glucose reading was 241 mg/dl. About 2 hours later, the blood glucose reading rose to 404 mg/dl, which was treated with a bolus of 6 units of insulin. About another 2 hours later, the blood glucose reading was 478 mg/dl. The customer stated that she had not eaten between the second and third bolus recordings, only having drank water. 3 alarms were found leading up to the high blood glucose event: the check settings, weak battery, and check settings alarms. The bolus history was accurate upon inspection. No air bubbles were observed. The customer was unable to perform the high pressure test of the troubleshoot process due to lack of tubing clamps and was advised to change out the entire infusion set system. She was encouraged to speak with her doctor regarding the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.